Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd precisionglide¿ needle, inspection showed that the number of defective products in this batch increased significantly; mainly, reflected as follows: 42.5% of the injection needles had foreign matter on the surface, 0.8% of the injection needles were blocked, and 4% of the injection needles had epoxy excessive. The following information was provided by the initial reporter, translated from (B)(6) to english: from the end of (B)(6) 2019 to the end of (B)(6) 2019, the inspection of this batch of injection needles showed that the number of defective products in this batch increased. Significantly, mainly reflected as follows: 42.5% of the injection needles had foreign matter on the surface, 0.8% of the injection needles were blocked, and 4% of the injection needles had epoxy excessive.

Manufacturer narrative:
H.6. Investigation: 3 samples were received. Three photos were provided. They all came in the sealed packaging blister. Visual inspection under the microscope was performed to the three samples. No defects for foreign matter, excess epoxy or other defect was observed. They were tested by connecting them to a syringe and all the functional tests were passed. No issues were observed. The photos provided do not clearly show what the problem is. One appears to have a dot of white silicone; the other two it is not possible to visualize the concerns. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that before use of the bd precisionglide¿ needle, inspection showed that the number of defective products in this batch increased significantly, mainly reflected as follows: 42.5% of the injection needles had foreign matter on the surface, 0.8% of the injection needles were blocked, and 4% of the injection needles had epoxy excessive. The following information was provided by the initial reporter, translated from chinese to english: from the end of september 2019 to the end of october 21, 2019, the inspection of this batch of injection needles showed that the number of defective products in this batch increased significantly, mainly reflected as follows: 42.5% of the injection needles had foreign matter on the surface, 0.8% of the injection needles were blocked, and 4% of the injection needles had epoxy excessive.